Manufacturer narrative:
Of the 89 allegations of a malfunction, 57 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to damage to the battery compartment. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced damage to an unknown area of the pump. These reports were received from various sources. The patients associated with this allegation ranged from 11-78 years of age and between 43 and 330 pounds. Of the reported patients, 23 were male, 13 were female, and 53 were unknown.

Manufacturer narrative:
Follow up #1 26-apr-2018 device evaluation: in q1 2018, there were 2 instances of unknown area failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.